Event description:
The customer observed falsely elevated calcium2 on the alinity c processing module for one female dialysis patient. The following results were provided (reference range 2.29-2.55 mmol/l): sid (B)(6), (B)(6) 2025, initial calcium result= 4.6 mmol/l; (B)(6) 2025, repeat result= 2.55 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Review of tracking and trending for the alintiy c calcium2 reagent and the complaint lot 78404ud00 did not identify any trends related to the issue under review. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with lot 78404ud00 and the complaint issue. Accuracy testing for alinity c calcium2 reagent lot 78404ud00 was performed. All validity and acceptance criteria were met, indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue based on the complaint investigation, no systemic issue or deficiency of the alintiy c calcium2 assay (ln 04t87-30) lot 78404ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium2 on the alinity c processing module for one female dialysis patient. The following results were provided (reference range 2.29-2.55 mmol/l): sid (B)(6), (B)(6) 2025, initial calcium result= 4.6 mmol/l; (B)(6) 2025, repeat result= 2.55 mmol/l there was no impact to patient management reported.